Event description:
A male was involved in mvc 1996 in which he sustained multiple facial fractures including left tmj fracture which ultimately ankylosed. He has seen 3 other surgeons for surgery to debride this joint, but continued to develop heterotopic bone. In 2001, had a tmj, inc (christensen) total metal-on-metal "custom" total tmj placed. Developed heterotopic bone again was debrided by surgeon in tennessee, but ankylosis continued. Pt also complained of increasing pain and swelling. Imaging revealed the redevelopment of heterotopic bone and loosening of the screws in the ramus component of the device. The device was removed and replaced with a tmj concepts. Pt fitted device, autogenous abdominal fat graft and the area of ankylosis was debrided and a left coronoidectomy was performed.